Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root case of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the foreign material was noted to have been blocking the charged coupled device. In addition to the reportable malfunction of black rubber obstruction on the a/w nozzle, the evaluation found the following non-reportable malfunction(s): stained optical cover glass; pitted optical cover glass adhesive; lifting of distal end adhesive; insertion tube bending section cover adhesive was lifting; debris in options; water flow and water removal were not to specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was blockage in the camera that was potentially impacting visuals on the gastrointestinal videoscope. The issue was found during maintenance. The device was returned and during the device evaluation the following reportable malfunction was found: a black rubber type material protruding from the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.